Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The shop floor paperwork (DHR) was reviewed. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I positioner was found to not contain tubing in the box. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I positioner was found to not contain tubing in the box. A replacement device was used to complete the procedure. No patient involvement.